Event description:
The customer's son in law reported the customer's meter showed a blank screen. Additionally, the customer's son in law reported the customer experienced symptoms of hypoglycemia, disorientation and difficulty to walk. The paramedics were reportedly called, treated the customer with a glucose injection and then transported her to a hosp. It was also reported the customer was diagnosed with severe hypoglycemia and treated with an intravenous medication and glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
It is unclear when the blank screen issue occurred and if the issue was related to the hypoglycemic event. The reported meter was manufactured with an internal non-replaceable battery. The blank screen complaint did not involve a product malfunction. No investigation is needed.